Event description:
It was reported from (B)(6) that during routine testing and maintenance, it was observed that the when the handpiece lock was engaged on the motor device, there was no block. It was further reported that the device was overheating. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The device was disassembled which found that the driveshaft was broken indicating excessive force was used during use. The assignable root cause was determined to be due to user error, abuse, and/or misuse. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.